Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she received a failed battery test after removing the batteries from her pump. The customer was advised that (B)(6) aaa batteries are the most effective for the pump's use. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised that if the battery slot is not aligned or tightened with the pump, the pump may alarm failed battery test. The troubleshoot could not be completed.